Event description:
It was reported that during a scheduled retrieval of an ivc filter, angiography demonstrated that a filter leg had detached and had endothelialized within the caval wall. The filter was successfully removed and the leg was left within the patient. The patient is asymptomatic and was discharged.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. To date, the device has been retained by the user facility; therefore, not available for evaluation. The event investigation is currently underway.